Event description:
It was reported the single use aspiration needle penetrated the sheath. The issue occurred during a diagnostic endobronchial ultrasound procedure with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.